Event description:
It was reported that patient was lost to follow-up and presented for check up. The device was not able to be interrogated. It was noted that the patient had received a notification alert prior and was not remotely transmitted. Merlin records showed an excessive battery discharge. Device was explanted and replaced. Patient was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.